Manufacturer narrative:
The patient had a revision surgery and the ipg was replaced. The explanted ipg was returned for analysis. Visual examination did not find any abnormalities. The device was interrogated and subjected to electronic control tests. All results were normal and the device operated to specifications. There was no evidence of device malfunction.

Manufacturer narrative:
There was no report of ipg issue and the device was not explanted. The manufacturing record was reviewed and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a patient had a pocket revision due to a hematoma at the ipg site. It had caused the patient issue with charging the ipg. As a precaution, the physician decided to replace the ipg. The hematoma was drained and the ipg was replaced. However, there was no report of ipg issue. There was no evidence of an infection but the patient was given IV antibiotics prophylactically. Follow up report indicated that the patient was discharged and is receiving therapy.